Event description:
It was reported that during cleaning and sterilization, the customer noted a frayed cable on the large needle driver instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a broken grip cable was found at the distal idlers. The cable segment sticks out at wrist. The idler pulley was able to spin freely. The idler pulley rim exhibited damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.